Event description:
It was reported that during a da vinci-assisted surgical procedure of the customer noted a loss of the left eye in surgeon side console (ssc) 1. However, ssc2 vision worked properly. Technical support engineer (tse) asked the customer to perform a system power cycle but the issue persisted. The customer could not see any message on the left eye during the boot up (black screen). The surgeon decided to use ssc2 to proceed. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the customer confirmed that they do check the system but for arms not ssc. The issue occurred at the beginning of surgery, however, the surgery already started. Finally, the customer did not switch to 2d as they had another ssc, therefore, it was more convenient for them.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the left hrsv monitor to resolve the issue. The system was tested and verified as ready for use. The hrsv unit associated with this event was evaluated by failure analysis and the reported failure was confirmed as the unit did not turn on.